Event description:
It was reported by the customer that when using the bd pyxis¿ es server customer stated that data was not crossing from the station to the server and connected to check and saw that the station was disconnected, but we were able to connect. The device was working, but data was not crossing to the server. The customer tried rebooting the station and the data sync service from the server, but nothing worked. It still showed as disconnected. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist checked the database synchronization debug log on the station and identified the error, then applied knowledge article (ka) retry mode: update strg. Storage space state and stopped the database synchronization and maintenance services, backed up the station database to obtain the affected storage space key, and used that key to run the query successfully, restarted the services and confirmed the upload was progressing normally, advised the customer to run an inventory report, perform a full synchronization, and reconfigure the inventory or unpend and repend medications from the server if needed. The customer later reported that their field service engineer (fse) had synchronized the station and reviewed the inventory, but duplicate drawers appeared on both the station and server sides; some were resolved by unloading incorrect items, while others persisted. Tss ran the loaded spaces query, identified the affected storage space key, and applied knowledge article (ka) unable to replace drawer (or cubie) due to loaded medications in the drawer, after creating another backup. The affected drawers did not appear in the loaded-spaces query, allowing us to complete the steps in knowledge article (ka) successfully and clear all duplicate drawers, advised the customer to map the drawers and reload them according to the previous load counts. The system functioned as intended after the technical support specialist investigated the device.